Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use an evercross with a 7fr sheath to treat the superficial femoral artery. An inflation device was used to inflate the balloon. IFU was followed and the device was prepped without issue. It was reported that during removal of the balloon through the sheath it ruptured and the end piece came off. The broken portion remained in the sheath thus allowing it to be retrieved by pulling out the sheath. The procedure was completed without further issue and no parts remained in the patient. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the evercross dilatation catheter was received for evaluation. No ancillary devices or cine images from the procedure were received. The dilatation catheter was received in two pieces. The proximal segment included the y-manifold, catheter up to the distal marker band, and proximal balloon bond. The distal segment included the distal marker band, inner guidewire lumen, distal balloon bond, and distal tip. All components of the evercross dilatation catheter with 6mm x 40mm balloon were received and accounted for. The balloon chamber separation face showed a radial tear. The inner guidewire lumen separation face at the distal marker band exhibited a tensional and torsional separation. If information is provided in the future, a supplemental report will be issued.